Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. Moisture damage found on the electronics and motor. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that insulin pump was submerged in a swimming pool. It was stated that after the water exposure, it alarmed button error. The customer removed the battery and when reinserting it, the display remained blank and the device was vibrating without an alarm or alert. Customer's blood glucose value was 11.1 mmol/l. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.